Event description:
It was reported that the patient presented in clinic for follow up. Interrogation of the patient's right ventricular (rv) lead was showed it was dislodged, confirmed via chest x-ray. A capture anomaly was also noted. The rv lead was explanted and replaced. The patient was stable.

Event description:
It was reported that the patient presented one day post implant with a pulse rate that appeared to decrease. Upon device interrogation it was apparent that the right ventricular lead had pulled back and sensed atrial signals. Dislodgement was confirmed via x-ray. The lead was explanted and replaced. The patient was stable throughout.